Event description:
It was reported by the customer that they were unable to remove the battery cap. Troubleshooting occured. Customer's blood glucose level at the time 131mg/dl. Advised insulin pump would be replaced. Advised insulin pump would be replaced.

Manufacturer narrative:
Insulin pump received with stripped battery coin slot. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratches on reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.